Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements of less than 20 ohms. Boston scientific technical services (ts) discussed troubleshooting efforts. The patient was to undergo a commanded maximum energy shock; however, the patient was in atrial fibrillation (af) and not therapeutic on anticoagulants; therefore, no further testing was performed and the patient would continued to be monitored. No adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.